Manufacturer narrative:
The patient age, sex, and weight were not provided. The lot number was requested, but was not provided. The implant date was unknown. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6) hospital in (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the graft was implanted on an unspecified date. It was reported that the physician found an occlusion and decided to remove the artificial vessel. After removal, a yellowing point was observed, which seemed to be a little weak. No further information was provided.